Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. An intraoperative type ia endoleak was identified. A decision was made to balloon with a molding balloon. The patient had a doppler which confirmed the aneurysm was excluded. The patient will continue to be monitored.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. An intraoperative type ia endoleak was identified. A decision was made to balloon with a molding balloon. The patient had a doppler which confirmed the aneurysm was excluded. The patient will continue to be monitored. Updated information: the patient was discharged to home and reported as well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported intraoperative type ia endoleak (successfully resolved at end of procedure) was confirmed and is most likely user and anatomy related due to the conical neck and thrombus/calcifications in the aortic neck (cautionary product use condition). The reported patient experience hypotension during a suspected polymer leak was unconfirm and is doubtful, since 5cc of contrast was in the syringe at the end of procedure, as well as the rings not appearing under filled or partially filled and is inconsistent with the finding in field safety notice (fs-0012). Per fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer however as 5cc of contrast was in the syringe at the end of procedure and the rings not appearing under filled or partially filled it is doubtful that a polymer occurred but since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. Therefore, based on the investigation associated with the fsn this may be a contributing factor associated with this event. The patient was discharged to home and reported as well. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.